Event description:
As reported, the tamp tube on a 6/7f mynxgrip vascular closure device (vcd) did not deploy out when the sealant was supposed to be deployed. The sealant was stuck inside the tamp tube and did not deploy. It was hanging out of the tamp tube when the device was removed from the body. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was some scar tissue in the vicinity of the puncture site. The user shuttled down completely. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, the tamp tube on a 6f/7f mynxgrip vascular closure device (vcd) did not deploy out when the sealant was supposed to be deployed. The sealant was stuck inside the tamp tube and did not deploy. It was hanging out of the tamp tube when the device was removed from the body. There was no reported patient injury. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was some scar tissue in the vicinity of the puncture site. The user shuttled down completely. The device will not be returned for evaluation because it was discarded. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the complaint device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to the condition of the procedural sheath (which could have been affected by the reported scar tissue in the vicinity of the puncture site) and/or procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down completely. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.